Event description:
It was reported that an alarm occurred while the pump was empty. The customer stated that this alarm will keep recurring after set changes and cleaning the pump. In addition, the customer doubts the high pressure alarm is working properly. It was conveyed to the contact to run the bolus and occlusion tests on the pump. While troubleshooting the pump, an alarm occurred. The customer's diabetic nurse is requesting to have the pump replaced.